Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be removed, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the black box showed no power on reset events. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The battery cap was difficult to remove. A new test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The alleged no power issue was duplicated due to the damaged battery cap. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.